Event description:
New information received notes that the physician had not alleged that the lead caused the tear in the superior vena cava (svc).

Manufacturer narrative:
Additional information: b5 and a4.

Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure it was observed that the patient had an unstable blood pressure, and the patient required stabilization. Fluoroscopy revealed that the was a tear in the superior vena cava (svc). The implant procedure was aborted. The patient was stable.